Event description:
Procedure: sigmoidectomy. According to the reporter: the device was used to transect sigmoid colon. Pt brought back on 4/14 with a leak. Surgeon described necrotic tissue around the staple line. Re-operation was done along with unintended colostomy. The pt has recovered.